Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer informed the tsc specialist that the laboratory staff had not followed the protocol indicated in the immulite 2000 operator's guide for diluting on-board diluents prior to using them for manual dilutions. Manual dilutions were performed on the ca 125, tg, insulin, atg, anti-tpo, dhea-so4, and afp, which were run with the concentrated diluent. The tsc specialist advised the customer to check the results obtained with the concentrated diluent with results of the diluent properly diluted. The cause of patient samples being run with concentrated diluent instead of prediluted diluent is a user error. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Patient samples were run with concentrated diluent instead of prediluted diluent on an immulite 2000 xpi instrument for the following assays: cancer antigen 125 (ca 125), thyroglobulin (tg), insulin, anti-thymocyte globulin (atg), anti-thyroid peroxidase (anti-tpo), dehydroepiandrosterone sulfate (dhea-so4), and alpha-fetoprotein (afp). Patient results were reported to the physician(s). It is unknown if any of the results were discordant. There were no reports of patient intervention or adverse health consequences due to the patient samples being run with concentrated diluent instead of prediluted diluent.